Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for hemodynamic support. It was reported after delivery of the impella cp, the surgeon was unable to reposition the impella after the inlet moved into aorta. The decision was made to explant the impella cp and replace the peel away sheath and impella with new devices. It was reported the patient expired at procedural outcome, with no allegations made toward the impella as the cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1: updated manf. Email address.